Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a power loss alarm and a high blood glucose event. The customer¿s blood glucose was 434 mg/dl at the time of incident. Customer stated that the insulin pump alarmed power loss and they were able to clear it and able to complete the rewind process. Customer was assisted in connecting the meter to the insulin pump. Customer had a high blood glucose of 434 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.